Event description:
It was reported that ever since the customer started using their new insulin pump they had been experiencing high blood glucose levels. The caller stated that they had to change the infusion sets multiple times. Troubleshooting was not performed because the caller did not have the insulin pump with them. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.